Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. It was noted that the scs leads had high impedances. Upon flouro sync, it was also discovered that the leads had migrated. The patient underwent a procedure wherein the scs leads, and implantable pulse generator (ipg) were replaced. The patient was doing great postoperatively. The explanted devices will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500/m365sc2218700 model: sc-2218-50/sc-2218-70 serial: (B)(6). Batch: 7113763/7087341/7088016. Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 551006.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. It was noted that the scs leads had high impedances. Upon flouro sync, it was also discovered that the leads had migrated. The patient underwent a procedure wherein the scs leads, and implantable pulse generator (ipg) were replaced. The patient was doing great postoperatively. The explanted devices will not be returned due to hospital policy. Additional information was received that the patients ipg was replaced as it was not working as intended.